Event description:
The hosp rep reported an infusion pump with failure code 813:01. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.